Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. The physician was unable to remove one lead and remains implanted. An additional lead was implanted. Therapy restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. Section b3: event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8081978.

Event description:
It was reported that the patient was experiencing ineffective relief from their drg system. Surgical intervention was undertaken wherein the physician was unable to remove the patient's s1 drg lead. The physician elected to leave the lead connected in place and add a new s1 lead to the patient's system. Therapy was restored post operatively.